Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient presented with worsening hydrocephalus symptoms, indicating the ventriculoperitoneal shunt was not functioning correctly. According to the report, the patient was experiencing variable conscious states elevating their risk of aspiration. The physician attempted to troubleshoot by reducing the performance level to 0.5. Reportedly, the s tatus of the patient did not change and the physician elected to take the patient back to theatre and revise the shunt. The product was replaced and it was stated the physician believed the cause was intermittent shunt blockage, though no specific component was identified.